Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited loss of capture (loc) with an asystole of less than 2 seconds. The patient has complete loc on lv lead in all vectors and no sensing were reported. Further, the lv lead was found to be dislodged which was pulled back into the coronary sinus. Additional information indicated that the lead dislodgement was confirmed through x-ray. The lv was surgically abandoned. No additional adverse patient effects were reported.